Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was unable to be fixed to the atrium. The passive fixation ra lead was not used and replaced with an active fixation lead. The patient was in stable condition.